Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. MFR report 2 of 2, medwatch report # 2032227-2011-03097.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of call was 70mg/dl. It was stated that the belt clip was broken. No further info was provided.